Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. Furthermore, a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. In addition, the recipient suffered from a temporary swelling at the implant site due to the reported trauma. However, to determine an exact root cause device investigation would be necessary. Further checks are planned but no date has been scheduled yet.

Event description:
The recipient was accompanied with parent on (B)(6) 24 reporting swelling on the implant site and mentioning a history of fall, however, the event information was not detailed. After the swelling was settled, the child was mentioning that the auditory perception was affected. Further technical checks are considered.

Event description:
The recipient was accompanied with parent on (B)(6) 2024 reporting swelling on the implant site and mentioning a history of fall, however, the event information was not detailed. After the swelling was settled, the child was mentioning that the auditory perception was affected. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.